Manufacturer narrative:
Corrected fields: h8 the getinge field safety engineer (fse) drove to customers airbase, however the fight crew left on a run and fse could not get access to the machine. Eventually spoke with a fight crew member over the phone and they were able to use their cardiosave trainer and verify the machine was reading a bp signal/waveform. Was able to get access to the machine to perform a pm. No issues or autofll alarms were found in the logs. Performed a full pm and machine passes all tests. Machine was returned for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has no bp waveform.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.